Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2016 device evaluation: the pump has been returned and evaluated by product analysis on 03/02/2016 with the following findings: a review of the pump black box data indicated no related alarms and no evidence of excessive battery usage. During a visual inspection of the pump, no damage to the battery compartment was observed. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of loose components was found to the printed circuit board. There was no defect found during investigation.